Event description:
15 months after injection will bovine collagen pt had abscess formation at treated areas. Pt also had a face lift 2 months prior to the abscess formation. Current physician performed bilateral excisions of abscesses.